Event description:
It was reported that during a tonsillectomy/ adenoidectomy procedure using the coblator ii controller, the power was not increasing as the settings were increased. The surgeon opted to see a competitor's product to complete the procedure instead. There were no significant delays or pt complications reported as a result of this event.